Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee noted: cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure-agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The file will be coded for myocardial infarction/mi and processed accordingly. The report received from the (B)(4) study indicated that the patient was enrolled in the study. The patient was found to have a positive functional ischemia study, ccs class ii angina, and a 70% stenosis in the proximal lad. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 23 mm. In the proximal lad. The discharge summary reported: it should be noted that a small diagonal branch that was jailed by the stent during the procedure, was lost. The angiographic core lab reported a 9% final residual in-lesion stenosis with no dissection and timi 3 flow. The angiographic core lab identified the bifurcation branch as the 1st diagonal and reported a 0% pre-procedure stenosis and a 95% post-procedure stenosis. The ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact. The site reported no post-procedure complications. The discharge summary acknowledged troponin elevation, but no adverse events post-procedure were reported. The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The complaint received states that this cypress study patient suffered a peri-procedural mi and coronary artery occlusion during the index procedure. This is a (B)(6) female with medical history including dyslipidemia, hypertension and diabetes. The indication for the index procedure was a (B)(4) study and angina. Angiography revealed a 70% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesions. Pre-dilation and single stent implantation were successfully completed. The discharge summary noted that a small diagonal branch was jailed and lost during the procedure. The core lab reported a 9% residual stenosis, no dissection and timi 3 flow. The core lab identified the bifurcation branch as the 1st diagonal and reported a 0% pre-procedure stenosis and a 95% post-procedure stenosis. Peri-procedure the ck was 69, the ckmb was not tested and the troponin was 0.04. Post-procedure the ck was 93, the ckmb was not tested and the troponin was 0.83. Later the same day, the ck was 127, the ckmb was not tested and the troponin was 1.92. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab reported no new major st-t abnormalities, and no q waves and inadequate tracing quality due to severe artifact. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The discharge summary acknowledged the troponin elevation but reported no adverse events post procedure. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217821 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.